Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 444 mg/dl. A clinical diabetes specialist reported that the customer was not removing residual air from the cartridge. Reportedly, customer reverted to manual injections.